Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed that the upper case glass was cracked and the battery drawer latch was inoperative. Bench analysis found no anomalies. Conclusion: confirmed case damage, could not confirm rate or display test failures.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, some segments on the display were continuously activated, the display was defective. (B)(4)

Event description:
It was reported that the rate jumps from 80 bpm to 180 bpm with a small turn of the knob. It was also noted that there was case damage and the display was damaged on the ventricular output. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.